Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Caregiver (B)(6), called stating her client has an old style sling that uses chains, no commode opening, no model. She states one of the metal straps has comes out of the sling and she cannot get it back in.